Event description:
The company was informed that the patient developed an infection. Skin irritation from headpiece use was observed. The patient was treated with IV antibiotics (type unknown) for 3 months. The patient's device was explanted.